Manufacturer narrative:
This report is submitted on august 29, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 10, 2022.